Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The stent delivery system was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported via a trial that 181 days post index non-abbott stent procedure, the patient presented with complaints of prolonged episodes of chest pain. The subject had worsening unstable chest pain with numerous episodes of pain at rest over a period of several days. Chest pain was associated with shortness of breath and diaphoresis radiating into the left jaw, but was not associated with nausea. Target vessel revascularization of the ramus was treated with predilatation, placement of a 2.25 x 18 mm drug eluting promus stent, overlapping the proximal segment of the study stent. A repeat angiogram revealed that the stent was free of the left main coronary artery (lmca); however, there appeared to be some proximal migration of the stent during deployment with extension into the lmca. The balloon catheter was then withdrawn and repeat injections revealed excellent dilatation of the stenotic segment with 0% residual stenosis. Subsequently; the distal lcx was treated with balloon angioplasty with 5% residual stenosis. The subject was discharged on (B)(6) 2011 on aspirin and prasugrel in stable condition. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Factors that can contribute to the stent migrating during deployment include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, and procedural inflation technique. The stent delivery system (sds) was not returned for analysis which may have assisted in the investigation and determination of cause. A search of the lot history record indicated no non-conforming material reports for the lot related to the event and a query of the complaint database indicated no related incidents. A conclusive cause for the reported stent migration could not be determined, however, there is no indication of a product quality deficiency. All stent delivery systems are subjected to a visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Manufacturer narrative:
(B)(4).